Event description:
Customer's mother reported receiving inaccurate erratic readings. In blood glucose tests, caller received readings of 389 mg/dl and 65 mg/dl within 10 minutes. Tests were performed on the fingers. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report or death, serious injury or mistreatment associated with this event.